Manufacturer narrative:
Additional information has been received, from the customer. This supplemental report is being submitted to provide this information. Based on the results of the investigation, it is likely, that the following led to the malfunction. It is most likely, that poor communication occurred, due to failure of the connector and e224 error occurred. However, a definitive root cause cannot be identified. This issue is addressed in the instructions for use (IFU): (instruction manual of otv-s400, chapter 9 when abnormality occurs, 9.2 how to tell the abnormality and how to handle it). Confirmed, the contents of the instruction manual and found the description below. It is likely, that the phenomenon can be prevented by: do not hit or bend the electrical contacts on the video connector. The connection to the video system center may be impaired and faulty contact can result. Olympus will continue to monitor the field performance of this device.

Event description:
Additionally, reported. That there was no delay in the procedure. And the intended procedure was completed with another similar device.

Event description:
The customer reported to olympus that the 4k camera head showed error code e224 (camera head communication error code) during preparation for use. There were no reports of patient harm or impact associated with the reported event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed and found to be due to a bad connector. Additional findings were as follows: the rear cover was faded, and switch2 was not working. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.